Event description:
It was reported that the patient had a wound infection at pocket site. The implantable neurostimulator (ins) and 2 leads were explanted on (B)(6) 2011. The patient experienced pain, swelling and fiery red at incision site. The patient resolved without seqeulae.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).